Manufacturer narrative:
An investigation was performed in response to a complaint of potential discrepancy of a patient result. A tosoh field service engineer (fse) followed up with the site via telephone and confirmed the reported issue. Through routine troubleshooting and retesting, the fse determined that the reference method had been misinterpreted and the two results correlated.

Event description:
The customer reported discrepant troponin results between the tosoh aia-pack ctni2 2nd generation and the triage troponin assays. This is a reportable event due to potential patient discrepant patient results.